Event description:
The pt reported that in 2009, she changed her infusion set and went to bed. When she woke up the next morning, her blood glucose was elevated to 345 mg/dl. She bolused through the infusion device and ate breakfast. Her blood glucose then elevated to 500-600 mg/dl. She attempted to lower her blood glucose by bolusing, but her readings remained elevated. At 12:00 pm, she felt nauseated and she began to vomit, her blood glucose measured 300-400 mg/dl. She found that the infusion site adhesive was wet with insulin. She received "stationary treatment" for four days from the next day. On the second day, she connected to her backup infusion device and had no further blood glucose issues. Her normal blood glucose level is 120-140 mg/dl. No further information is available. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.